Event description:
The lay user/pt contacted lifescan (lfs) in 2007 alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical information. Mas also listened to the recorded call and obtained the following information: the pt mentioned on the same day, she tested her blood glucose and obtained a reading in the 300's. She then took 7 units of regular insulin based on a sliding scale. She felt really dizzy and felt shaky "not too long" after taking the insulin. Her husband took her to the ER around 12:00 pm and her blood glucose was 20 mg/dl at the triage. She refused to be treated in the ER; therefore, she ate a candy bar. Approximately ? An hour later, the reading on the triage meter read 140 mg/dl and her meter read 270 mg/dl. Customer care advocate (cca) was unable to run a quality control test since the pt threw the subject test strips away. Pt was unable to go into the meter memory to verify her blood glucose readings, since the meter powered off during use. The pt had been cleaning the puncture area correctly and the technique of applying blood on the test strip was correct. The pt has had the meter for approximately 3-4 months. The pt contacted lfs from a pharmacy. A field exchange was done. No further clinical information was provided. It would have been helpful to know the time difference between the insulin dose and the symptoms as well as readings, medications taken, and possible changes to her diet prior to the event. This complaint is being reported because the pt alleges she took insulin based on the meter reading; sometime later, she became symptomatic and was found to be hypoglycemic in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.